Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had an alarm generate when a power system error (back up battery fails) was detected and this error does not prevent the pump from running. The customer blood glucose was unknown at the time of incident. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement and active current measurement tests. All currents within specified ranges. However, confirmed power error detected due to non-sleep anomaly software error.